Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room due to a heart rate of 34 bpm. It was suspected that the low heart rate was as result of loss of capture (loc).this patient previously had an undergone an ablation procedure and was pacemaker dependent. The lead was repositioned to obtain acceptable pacing threshold and impedance measurements. No additional adverse patient effects were reported.